Event description:
The pt called lifescan and alleged the one touch ultra meter had segments missing on the display. The pt contacted a resident nurse for advice and called lifescan. No signs or symptoms of high or low blood glucose were reported. No treatment was given. The customer care rep verified the missing segments. The meter was replaced and return is expected.